Event description:
In 05 a pt underwent successful endovascular repair for an aortic abdominal aneurysm using the gore excluder aaa endoprosthesis. Pre-case planning indicated the pt had "unfavorable but marginally acceptable neck anatomy" and that the aneurysm at its largest diameter was 6.3 cm. At some point post operatively, an aortogram showed a new onset type I endoleak which increased the aneruysm in size to 6.7 to 6.8 cm. A decision was made to treat the endoleak endovascularly. On 3/30/06 a second procedure was performed to treat the endoleak. An aortic extender component was successfully deployed. The endoleak was repaired according to the the final angiogram and the pt is reported to be doing well.